Event description:
On (B)(6) 2011, the reporter alleged that the pt's insulin cartridge with lot# b201581 was leaking. The pt's blood glucose normally reads between 100-200 mg/dl when there is no issue. However, the reporter indicated that the pt blood glucose for the last few weeks have been in the range of 300-400 mg/dl with symptoms described as "nausea and ketones (undisclosed amount)". Reportedly, the pt's blood glucose came down to normal when there was a correction with the pump and syringe. This complaint is being reported because the reporter claimed that the pt had symptoms that can be associated with hyperglycemia while using the effected lot# b201581.

Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with the reported lot # were confirmed to be defective.